Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was explanted and replaced which restored the patient's stimulation therapy.

Manufacturer narrative:
(B)(4). This ipg serial number was included in a field advisory sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient lost stimulation. The system is reporting a communication error and diagnostic testing reveled the battery is depleted. Surgical intervention is planned to address the issue.